Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the blue fiber cable. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) product was not received for failure analysis evaluation.

Event description:
It was reported that prior to starting a right hemicolectomy procedure post-anesthesia, the connector was broken after the operator tripping over the blue fiber cable (bfc) while the patient side cart (psc) was being moved for docking. Ports were placed. The procedure was converted to open surgery due to the absence of other backup bfc cables. The patient did not experience any intra-operative complication. There was a report of unspecified post-operative complications not caused by the conversion to open. The patient has been discharged. No other information was provided by the customer.